Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined in this complaint. The reported patient effect of recurrent mitral regurgitation was due to the slda. The reported patient effect mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation (mr) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. Later that day it was noted the mr increased to 4. On (B)(6) 2020, another examination was performed where it was noted the first clip had detached from the posterior leaflet (single leaflet device attachment (slda)). A second procedure was performed on (B)(6) 2020. Two additional clips were implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.